Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge change error message occurred when the customer attempted to load a new cartridge. The customer's blood glucose (bg) level was estimated at over 300 mg/dl. The customer successfully loaded a new cartridge and delivered a bolus using an alternate pump to address bg level.